Event description:
It was reported that the patient experienced sustained hyperglycemia after an infusion set change, with suspected lack of insulin delivery until a subsequent supply change restored stabilization; caregiver performed a manual correction dose per disconnection protocol and noted no specific infusion set defect, and no alarms were reported. Symptoms included fatigue and sluggishness. Outcomes included elevated blood glucose to 384 mg/dl, overnight duration above target, large ketones with ketone action plan followed, and no hospitalization or professional medical intervention. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event involved hyperglycemia with unclear cause following an infusion set issue, managed with subcutaneous insulin via pen and caregiver support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.